Manufacturer narrative:
Additional information added to; medical products & therapy dates. The customer¿s report that the maxplus connector leaked was not confirmed. The connector was visually inspected under magnification for cracks, fractures, and other damages or anomalies. No issues were observed with the connector. No obvious issues were observed with the needle set. Functional and pressure testing resulted in no leaking. The maxplus connector was also observed to be within iso specification when measured. The root cause was not identified.

Event description:
It was reported that the maxplus connector was connected to the end of the patients huber needle and leaked. The customer stated that blood flowed from the huber needle out the end of the hub of the connector. The customer further stated that there was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided.

Event description:
It was reported that the max plus connector leaked when attached to a phrasal during a chemotherapy infusion. The customer stated that there was no patient harm reported and confirmed location of the leak was at the maxplus connector .